Event description:
It was reported that at follow-up, sensing and capture issues were found. Lead dislodgement was observed via x-ray. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.